Manufacturer narrative:
It was reported that the patient was implanted a ncb pp dist fem plate, l,12 h , l. 278mm on the left side on (B)(6) 2015. On (B)(6) 2015 the plate broke. The patient was revised on (B)(6) 2015. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed and showed that the product combination was approved by zimmer. A 12 hole ncb pp plate was returned together with 13 ncb screws (with diameter 4mm and 5mm and several screw length) and 3 locking screws. The plate shows on its surface scratches and discolorations which occurred probably during surgery. The surface changes, which can be observed as discolorations on the surface could have been produced by the use of electrocautery during surgery, however it is unknown if they occurred during the primary surgery or revision surgery. The plate is fractured through the middle hole of the three-hole-pattern after the mis interface. The fracture surfaces depict the fatigue character of plate breakage. The fracture has its origin in on the lateral side of the plate at the interface with the thread of the screw hole. The fatigue fracture progress diagonally to the outer corner of the plate on the surface close to bone. The screws are in general in good condition. One screw has approximately half of the thread missing/damaged. Such damage could be caused with the contact with the plate by screw removal. One of the screw holes of the plate shows some damage. The three returned locking caps show damage of the hex drive. Root cause determination according to rmw: breakage of implant due to movement between implants leads to notching / fretting. Possible, as it is reported that cerclages were used. It is possible that there was notching between plate and cerclage. Breakage of implant due to inadequate implant design and material (fatigue strength - lifetime of the device). Not possible, as the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Breakage of implant due to chemical / galvanic / crevice corrosion of material. Not possible, as there are no corrosion traces on the product. Breakage of implant due to implant will be implanted against contraindication. Possible, there is no information available like x-rays, surgical report and patient information such as history, therefore this point cannot be excluded. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. Possible, there is no information available like x-rays, surgical report and patient information such as history, therefore this point cannot be excluded. Breakage of the implant due to wrong interpretation of x-ray template for dimensions. Possible, there is no x-ray available, therefore this point cannot be excluded. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible, there is no evidence of plate bending. Breakage of implant due to user define incorrect placement of the spacers and plate. Possible, there is no x-ray available, therefore this point cannot be excluded. Breakage of implant due to user perform improper handling of the plate during insertion. Possible, there is no information available like x-rays, surgical report and patient information such as history, therefore this point cannot be excluded. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent not possible, there is no evidence of plate bending. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. Possible, there is no information available like x-rays, surgical report and patient information such as history, therefore this point cannot be excluded. Breakage of implant due to patient do not follow the postoperative protocol. Possible, the adherence to the rehabilitation protocol and patient compliance are unknown, therefore this point cannot be excluded. The ncb plate broke due to fatigue. It was reported that the patient did an awkward movement and the plate broke. There is no information available like x-rays, surgical report and patient information such as history as well as patient compliance. Most probably the plate broke due to untimely loading before fracture consolidation. However, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer received the device, investigation is ongoing. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Under investigation.

Event description:
It was reported that the patient was implanted a ncb pp dist fem plate, l,12 h , l. 278mm on the left side on (B)(6) 2015. On (B)(6) 2015 the patient heard a crack after a movement and it was found that the plate was broken . The patient was revised on (B)(6) 2015.

Manufacturer narrative:
The case at hand was re-opened to enter additional information received on may 17, 2016. It was reported that the patient was implanted a ncb pp dist fem plate, l,12 h , l. 278mm on the left side on (B)(6) 2015. On (B)(6) 2015 the plate broke. The patient was revised on (B)(6) 2015. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed and showed that the product combination was approved by zimmer. Ten x-rays were returned for investigation. On the x-rays there is neither the patient name, nor the date of exposure. The filenames of the x-rays contains a date, which it is assumed to be the date of the radiographs. According to the filenames there is one x-ray dated (B)(6) 2015, one dated (B)(6) 2015, one dated (B)(6) 2015, two dated (B)(6) 2015, three dated (B)(6) 2015 and two dated (B)(6) 2015. The x-ray dated (B)(6) 2015 shows the postoperative situation after the implantation of the ncb pp plate on (B)(6) 2015. The x-ray is an ap x-ray of the leg showing the complete femur. It can be observed that the patient has a thr and a complex and comminuted supra-intra-condylar fracture of the left femur which was fixed by the ncb pp plate and two cerclages. The repositioning of the complex fracture seems to be suboptimal because approximately one fifth of the femoral shaft area is fixed displaced. The x-ray dated (B)(6) 2015 shows the lower half of the femur and the knee joint. The position of the femur is slightly rotated compared to the previous x-ray, but there are no changes regarding the fracture situation and no signs of fracture healing are visible. The x-ray dated (B)(6) 2015 (approx. 3 months after implantation) shows signs of the beginning of fracture consolidation, however this is only visible periosteal (i.e. At the medial cortical bone at the fracture site). Endostea (i.e. In the bone shaft) there are no relevant sign of fracture consolidation, but it has to be considered that the x-ray exposure has similar position as the postoperative x-ray. The two x-rays dated (B)(6) 2015 (approx. 5 months after implantation) show the hip joint and the proximal part of the femur in ap-view. The positioning of the ncb pp plate does not show changes compared to the postoperative situation. On the available axial radiograph there are some radio-opaque areas at the fracture site periosteal, which could indicate a possible callus formation. However, no statement regarding additional fracture consolidation can be performed with these x-rays. The three x-rays dated (B)(6) 2015 (approx. 6 months after implantation) show the proximal femur (one x-ray) and the distal femur (two x-rays). The x-ray showing the proximal femur does not show relevant information regarding to the reported event. The two x-rays (ap and lateral view) with the distal femur show the situation after ncb pp plate breakage and re-fracture of the femoral shaft approximately at the same position of the primary bone fracture. The x-rays suggest a delayed union of the fracture. The two x-rays dated (B)(6) 2015, show the situation after revision surgery by osteosynthesis with a new plate (competitor product). The surgical report of implantation and revision are available for investigation. The surgical report of implantation does not report the surgery date (known to be (B)(6) 2015). The report is short and describes the implantation of the ncb pp plate on the left femur. The report describes a complex and comminuted supra-intra-condylar fracture and the reduction of the condyle with a temporary broaching and the fracture reduced with axial traction. The ncb pp plate was placed and fixed by 4mm and 5mm screws. Two cerclages were fixed supra-condylar. It is stated that there is a stable assembly and that knee braces are used. No other conspicuousness. The surgical report of revision dated (B)(6) 2015 reports a pseudoarthrosis of a complex supra-intra-condylar fracture of the right (probably should be left) distal femur with breakage of the osteosynthesis material. The report describes the decortication of the pseudoarthrosis site with removal of a maximum of fibrous tissue located in this site and the femoral reduction. It is reported that there is an important loss of bony substance which will be filled with an allograft hemi-head type osteopore. There is implantation of a lcp plate with locking screws and bicortical screws and two cerclages. No other conspicuous information available. A 12 hole ncb pp plate was returned together with 13 ncb screws (with diameter 4mm and 5mm and several screw length) and 3 locking screws. The plate shows on its surface scratches and discolorations which have probably occurred during surgery. The surface changes, which can be observed as discolorations on the surface could have been produced by the use of electrocautery during surgery, however it is unknown if they occurred during the primary surgery or revision surgery. The plate is fractured at through the middle hole of the three-hole-pattern after the mis interface. The fracture surfaces depict the fatigue character of plate breakage. The fracture has its origin in on the lateral side of the plate at the interface with the thread of the screw hole. The fatigue fracture progress diagonally to the outer corner of the plate on the surface close to bone. The screws are in general in good condition. One screw has approximately half of the thread missing/damaged. Such damage could be caused with the contact with the plate by screw removal. One of the screw holes of the plate shows some damage. The three returned locking caps show damage of the hex drive. Root cause analysis: the available x-rays, surgical reports and implant indicate a fatigue breakage of the ncb pp plate. Many factors could have contributed to the reported event. The analysis of the available x-rays evidence a suboptimal fracture reposition and a delayed fracture union (pseudoarthrosis). The surgical report of revision confirms the pseudoarthrosis and mention an important loss of bony substance. The analysis of the returned product fracture surfaces depict the fatigue character of plate breakage, which is compatible to cyclic loading which occurs in case of a delayed union. It has also to be considered that the patient is (B)(6) years old and her bone quality and bone healing could not be optimal anymore. However, in the available documentation there is no evidence for this last point. The ncb pp plate broke in a (B)(6) years old patient approximately 6 month postoperatively due to fatigue. The available information indicates a suboptimal fracture reposition and a delayed bone union (pseudoarthrosis). The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).